Event description:
It was reported that waste leakage occurred outside of instrument with a bd facslyric¿ 2l6c insturment. The following information was provided by the initial reporter: customer reports that the sit leaks when a tube is removed. Additional information provided: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.

Manufacturer narrative:
`H.6. Investigation summary: scope of issue: the scope of issue is only limited to part # 651165 and serial # (B)(6). Problem statement: the customer reported complaint is on a facslyric 2l6c instrument - 651165 where the sit is dripping after changing tube. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 23jun2019 to date 23jun2020. Complaint trend: there are six similar complaints related to this issue. Complaint # (B)(4). Date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: review of DHR part # 651165 serial # (B)(6), file # 651165-651165-r651165000069-106380316-19, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and the risk analysis, the root cause of the issue was due to the v8 tubing being slightly clogged and not opening properly. This waste line vacuums sheath gas which potentially will develop residue resulting the sit (sample injection tube) to back drip after the removal of a tube. A technical service representative (tsr) had confirmed this was the cause after instructing the customer to massage, flush and reposition the v8 tubing over the phone, then which the issue was resolved. Although the customer was exposed to waste from the drips and leaks that were not mixed with bleach or decontamination solution, they were not in contact with biohazardous fluid. There was no injury or harm reported. After the customer conducted the repair remotely, the instrument was functioning as expected. The safety risk is low because there was no impact to customer health or safety.investigation conclusion: based on the investigation results, the root cause of the complaint of why the sit drips after a tube change was due to a slightly clogged v8 tubing connected to the sit. The tsr was able to assist the customer by repositioning the tube and performing a flush remotely. After the customer conducted the repair, the instrument was functioning as expected. The safety risk is low because there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument with a bd facslyric¿ 2l6c instrument. The following information was provided by the initial reporter: customer reports that the sit leaks when a tube is removed. Additional information provided: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste. The source of the leak was a waste line. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.